Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that mode switch episodes exhibiting atrial oversensing was observed. A couple beats of oversensing was noted with isometric exercises in-clinic. Patient was asymptomatic. Programming changes were made. Patient will be monitored with office interrogations and remote monitoring at the standard office follow-up intervals.